Event description:
The customer reported to olympus that the bronchovideoscope had angulation worn and reduced angulation. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the b30(scope communication err) occurred due to damage on charged couple device unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and evaluation found that connecting tube did not rotate smoothly due to damage on insertion tube rotation ring. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the scope connector cover unit was deformed; circuit board unit in suction connector had corrosion due to water leakage; because channel tube was detached, water tightness was lost; due to wear of an angle wire, bending angle in down direction did not meet the standard value; there was a cut on the universal cord and scratches were found on the grip and on the plug unit. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely b30 error occurred by abnormal electrical continuity due to water invasion of the device, breakage of electrical contacts at scope connector, breakage of image sensor unit, and so on. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.